Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned with the product packaging and label. The sample appears clean. No kinks were noted. No anomalies to transducer handle, saline hub or guidewire hub. Functional/performance evaluation: the patency of the guidewire lumen was tested by advancing the returned 0.014¿ porter guidewire. The guidewire was loaded through the guidewire port and was unable to exit the distal tip of the catheter. The guidewire was inserted through the distal tip and exited out of the guidewire hub without issue. The catheter was cut to inspect the guidewire lumen and a slight twist was found near distal tip. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for device-device incompatibility and material twisted as the guidewire would not exit the distal tip due to the twisted guidewire lumen. The investigation was also confirmed for material separation due to the catheter separation from the distal tip. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Do not activate the crosser® recanalization system without proper irrigation. Make sure to establish proper irrigation prior to introduction into guide catheter. Always use refrigerated saline. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Warning! Allow crosser® catheter tip to freely rotate during attachment. Slide the locking slide collar on the transducer distally over the proximal catheter hub. Secure the sterile drape around the transducer / catheter connection using the attached adhesive tape. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. For the crosser® catheter 14s, remove stylet from the tip of the crosser® catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the recanalization catheter allegedly would not thread onto the guidewire. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient contact.